Manufacturer narrative:
After battery installation insulin pump gave an unexpected white flashing lcd followed by an unexpected intermittent beep alarm due to cracked lcd controller. Unable to perform functional testing including self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test due to display anomaly. Insulin pump received with cracked keypad overlay. Insulin pump received with missing retainer ring and reservoir tube o-ring. Unit received with minor scratched lcd window, case and keypad overlay. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer called to report that there are many scratches on the display window of the insulin pump. Customer also reported that the thread of the reservoir compartment is broken. Customer's blood glucose levels were not included in the report. Product is being returned and replaced.